Event description:
The customer reported via phone call that she received the no delivery alarm and experienced high blood glucose of 342 mg/dl. The customer explained that the infusion set was not properly inserted. The customer changed the infusion set and then deliver a bolus correction to treat the high blood glucose. The customer also experienced low blood glucose of 35 mg/dl. The customer explained that she drank orange juice and treated the low blood glucose with glucose tablets. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.